Event description:
It was reported that the device was unable to establish communication with the programmer during an electrophysiology study. A second attempt was made by another hospital staff member and communication was established and the device was reprogrammed with no difficulties. It was noted that pacemaker interrogations were routinely done in the room and there had been no changes to the equipment. It was also noted that the device outline could be seen under the patient's skin and that the device did respond to a magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2090: programmer. (B)(4).